Event description:
]It was reported that the patient is getting a por (power on reset) message on their handset. The caller noted that the battery is currently at 100%. The caller was not with the patient at the time of the message. Discussed overdischarge and reviewed the only time they will need to do a jump start is when the implantable neurostimulator (ins) hasn't been charged for 30 days or more and is not communicating to programmers. Reviewed other potential reasons for pors such as emi. Tech services asked caller about any medical testing or work environment. The caller stated the patient has cancer and is in some kind of treatment for that. Caller is meeting the patient in person today to interrogate the battery this afternoon to clear por message and check the ins. The issue was not resolved through troubleshooting. Agent advised the caller to have the patient continue to monitor the issue and call back if it persists. Additional information received from rep indicating that por was due to a time change that required battery to be updated. This may have been caused by interference from radiation therapy. Time updated and por cleared, patient advised to turn therapy off during radiation treatment. Problem has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.